Event description:
Ambulance personnel were treating a patient and attempted to deliver pacing therapy. Reportedly, the pacing connector could not be plugged in. The pt. Was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt outcome. The statement was based on the paramedic's assessment of the pt lack of viability.